Event description:
It was reported a seizure occurred. A left atrial appendage closure (laac) procedure was being performed. A versacross connect laac access solution and watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After transseptal puncture (tsp), a thrombus was noted to be attached to the non-boston scientific pigtail catheter. The physician had initially administered 10,000 units of heparin after tsp. An additional 5,000 units was then administered after the thrombus was observed. Pigtail was removed. The laac procedure completed successfully implanting the 24mm closure device without any apparent complications. Approximately 1-2 hours post procedure, the nursing staff notified that the patient had a seizure and was in respiratory distress requiring endotracheal intubation. A computed tomography (CT) scan was performed to rule-out stroke and results came back as negative for stroke. Magnetic resonance imaging (MRI) was also completed, and results were negative for a stroke. The patient symptoms were reported to have decreased with no further complications; however, the patient remains in the hospital for recovery. No further information was disclosed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.